Event description:
It was reported that the small tank mode did not work during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative confirmed the reported issue. He swapped out the cardioplegia membrane panel and the unit performed as intended. The product was returned to the manufacturer for investigation. There was evidence of fluid ingress into the membrane panel, and resistance was out of specification. This report is being submitted to the FDA as a result of a retrospective review of product complaints.